Event description:
It was reported the device measured volumetric test value out of tolerance. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown. One device was received for evaluation. Visual inspection found a broken gasket in the battery door and a peeling dso seal. There was no evidence of the reported problem in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.